Event description:
A pt contacted global technical services regarding assistance with a reload set 201 alarm that appeared while using the homechoice (hc) unit during therapy. Gts assisted the pt in advising they start over with a new cassette, and bags. During troubleshooting of the alarm, it was discovered that the alarm may have been caused by a puncture, tear, or slit in the cassette. Product surveillance contacted the pt. He stated the sample was discarded. Therapy was continued successfully. Pt also mentioned that he did not observe any obvious malfunction with the cassette. The hc was operational. No injury or medical intervention was reported.

Manufacturer narrative:
Per the pt, the sample had been discarded. Pt also stated that no obvious malfunctions were observed.